Manufacturer narrative:
A ge representative evaluated the system and replaced the faulty hard drive. System operates as intended.

Event description:
It was reported that the system has a faulty hard drive. No patient injury was reported.